Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue, are common complications with baha implants, and can occur at any time following implantation. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring.

Event description:
Per the surgeon, the patient experienced infections at the abutment site (specific date not reported). The internal fixture and abutment were explanted on (B)(6) 2025 and the patient was reimplanted with a new transcutaneous osia implant system during the same surgery. The procedure was done with copious antibiotic irrigation. The surgeon also reported that he performed a skin revision during the same surgery to close the scalp defect created by the prior abutment removal. Additional information has been requested but has not been made available as of the date of this report.